Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Small amounts of tissue and charred blood were observed on the heating element. The shaft was observed to be bent from the distal end of the handle of the harvesting tool. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. We were unable to perform the temperature and resistance evaluation due to the bent shaft. Based upon the evaluation results, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "bent shaft." (B)(4). A lot history record review was completed for lots 25127453, 25126393, and 25125868 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Small amounts of tissue and charred blood were observed on the heating element. The shaft was observed to be bent from the distal end of the handle of the harvesting tool. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. We were unable to perform the temperature and resistance evaluation due to the bent shaft. Based upon the evaluation results, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "bent shaft."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.